Event description:
The customer reported that the elevator channel of an evis exera iii colonovidescope was blocked when automatically washed. The medivator failed three times. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned to olympus and evaluated, and upon estimation, they were unable to check the auxiliary water flow due to a clog. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: unable to do auxiliary water flow due to a clog, the insulation tube insulation read only 5 megaohm (out of standard), a white dot shows on image, affecting the orange cone, up angulation was below standard specification, the control knob had dents on the up/down lock engagement lever knob, the control knob had play in the up/down directions, the distal end plastic completed video had minor dents and scratches, the light guide lens was cracked, the bending section cover rubber glue was cracked, and the light guide tube had minor wrinkles. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. The scope was washed three times and put in the medivator. The customer did not know what the foreign material was. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The endoscope was prewashed in the sink. The endoscope was flushed with detergent solution around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.